Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that since implantation on (B)(6) 2016, the patient would charge for 4-6 hours but it would only last 28 days. It was noted that the patient's old ins battery would last for over 30 days after charging. Product services discussed with the patient about programming and they stated that the programming was the same. Product services reviewed that a smaller ins size would affect battery charge frequency. It was recommended that the patient contact their healthcare professional. No symptoms were reported. No further complications were reported. Follow-up was conducted.